Event description:
Reported due to hematoma requiring thrombin injection. The physician attempted closure of an arteriotomy site with the perclose proglide device following an interventional procedure. Fluoroscopy was performed prior to the closure procedure with the following findings: vessel size was "greater than five (5) mm", condition of the vessel was described as "good", and the site was confirmed in the common femoral artery (cfa). It was noted that the pt only had an arterial sheath in place. Reportedly, the device did not flush properly prior to insertion; however, the physician "put it in anyway." There was no "bleed back" from the marker lumen, and the device was removed from the pt. A second perclose proglide device was inserted and successfully achieved hemostasis. The pt was transferred to the post anesthesia care unit (pacu) for recovery. Within an hour of the procedure, the pt developed a six (6) cm hematoma at the groin site. Reportedly, an ultrasound was performed but the results are unk. The pt was given a thrombin injection for treatment of the hematoma. The pt's hospitalization was not prolonged as a result of this incident. She was discharged from the hosp as expected, and her condition was described as being "good". This report represents the second device used.

Event description:
Reported due to hematoma requiring thrombin injection. The physician attempted closure of an arteriotomy site with the perclose proglide device following an interventional procedure. Fluoroscopy was performed prior to the closure procedure with the following findings: vessel size was "greater than five (5) mm", condition of the vessel was described as "good", and the site was confirmed in the common femoral artery (cfa). It was noted that the pt only had an arterial sheath in place. Reportedly, the device did not flush properly prior to insertion; however, the physician "put it in anyway." There was no "bleed back" from the marker lumen, and the device was removed from the pt. A second perclose proglide device was inserted and successfully achieved hemostasis. The pt was transferred to the post anesthesia care unit (pacu) for recovery. Within an hour of the procedure, the pt developed a six (6) cm hematoma at the groin site. Reportedly, an ultrasound was performed but the results are unk. The pt was given a thrombin injection for treatment of the hematoma. The pt's hospitalization was not prolonged as a result of this incident. She was discharged from the hosp as expected, and her condition was described as being "good". This report represents the second device used.